Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver 10 mg/ml dilaudid (hydromorphone) at 1 mg/day. The reason for use was not reported. It was reported that the patient was having surgery. The doctor had to cut and tie off catheter. The doctor performed I & d (irrigation and debridement), pump was to be removed however patient had a cardiac event during surgery and did not perform that piece of the surgery. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed include the doctor elected to set pump at minimal rate and the nurse practitioner performed the update. The issue was resolved at the time of this report. The hcp has no further information for the manufacturer. There were no further complications reported/anticipated. Additional information was received from the rep on (B)(6) 2018. It was reported that the reason for the surgery was an infection with an unknown cause. There was no pump or catheter issue. The symptoms were not related to the event and the issue was resolve. It was noted that the pump will ¿possibly¿ be removed in the future. It was unknown why the catheter was tied off during surgery and if the hcp planned to remove it prior the surgery. There were no further complications reported/anticipated.